Manufacturer narrative:
Updated data: h6 conclusion: the device history record and frame record were reviewed. The device was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. The valve was discarded; therefore, it was not returned to medtronic for analysis. No images of the implantation procedure were available for medtronic to review. It was reported that, upon deployment, an expansion defect was observed. A post-balloon dilatation was not performed in this case, but per the device instructions for use (IFU), in the event that valve function, or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. The patient¿s calcified and native anatomy likely contributed to the reported event. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012281972); product type: 0195-heart valves; implant date ; explant date product ID l-evolutfx-2329 (lot: 0012318215); product type: 0195-heart valves; implant date ; explant date product ID evolutfx-29 (j234364); product type: 0195-heart valves; implant date (B)(6) 2024; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was loaded by an experienced nurse. A pre-implant balloon aortic valvuloplasty (bav) was performed with a 22 millimeter (mm) balloon as the native valve was heavily calcified. The valve was 80% deployed and the valve was constrained due to the native anatomy. The valve was recaptured and deployed two more times however the valve was constrained. The valve was removed from the patient. A new system was loaded. The new valve was 80% deployed and appeared less constrained. The valve was slowly deployed. After deployment, the valve appeared more expanded. A contrast injection was performed and mild paravalvular leak (pvl) was noted. No treatment was performed. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was loaded by an experienced nurse. A pre-implant balloon aortic valvuloplasty (bav) was performed with a 22 millimeter (mm) balloon as the native valve was heavily calcified. The valve was 80% deployed and the valve was constrained due to the native anatomy. The valve was recaptured and deployed two more times however the valve was constrained. The valve was removed from the patient. A new system was loaded. The new valve was 80% deployed and appeared less constrained. The valve was slowly deployed. After deployment, the valve appeared more expanded. A contrast injection was performed and mild paravalvular leak (pvl) was noted. No treatment was performed. No adverse patient effects were reported. Additional information was received that the second valve was not as constrained as the first one.